Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) turned off again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the cause of the implantable neurostimulator (ins) turning off was the patient not charging adequately. No additional troubleshooting was done and the patient was trained on recharging the ins. The issue was resolved and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was programmed to 1.8v, 450 usec, and 130 hz on the left side and 1.9v, 450 usec, and 130 hz on the right side. Therapy impedances and electrode impedances were measured to be within normal range. Recharging statistics taken from the recharger did not show any problems.

Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) was faulty and spontaneously turned itself off twice over the past few weeks. The ins had turned off once prior to an elective replacement indicator (eri) message was displayed and once after the message was displayed. The manufacturer representative wanted to know if this was a known error or if it suggested a fault with the ins. No further patient complications were reported.

Manufacturer narrative:
Mfg site ID was updated (B)(4). Additional review determined the following. Patient code was not related to this event: (B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient experienced a loss of therapy until the implantable neurostimulator (ins) was turned on again. The patient was very good at keeping the ins charged. The cause of the ins turning off was not determined and no additional diagnostics or troubleshooting had been done at this time. The patient was currently receiving effective therapy, but they were concerned about the reoccurrence of the ins turning off. The patient lived remotely in scotland and they planned to see their healthcare provider (hcp), but an appointment was not scheduled yet.